Event description:
It was reported the patient lost stimulation sensation the week prior to report. The implantable neurostimulator (ins) was charged and on at 2.10 v. The patient increased the amplitude to 4.00 v before she felt stimulation sensation. The patient felt stimulation in her legs as she did before. The patient was concerned about positional changes causing uncomfortable stimulation. There was no known accident or incident related to the symptoms. Location of the patient's symptoms was her right and left leg. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient was reprogrammed with therapeutic effect obtained.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).